Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving the patient to another room. It was reported to philips that the system did not produce x rays. Upon troubleshooting actions, the philips field service engineer (fse) identified the oil leaking at the pressure gage area and pressure was low. To resolve the issue, the fse replaced the cooling unit, glycochem sf50/50 (5l can), and oil can with oil 2,5l, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.